Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report a possible broken sensor. Pt stated that the sensor wire appeared shorter than normal following removal. Pt had not experienced any issue with the sensor during the session and was not experiencing any signs of redness, swelling, or inflammation at the insertion site. Pt reported having no pain or discomfort at the time of the call.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.